Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise, oversensing and pacing inhibition causing less than two seconds of asystole for the patient. There were no adverse patient effects reported.